Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." (B)(4). This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-04958, 1825034-2016-05142 / 05143, and 3002806535-2017-00096).

Event description:
It was reported in operative records provided by patient's legal counsel that patient underwent a left hip revision procedure approximately 4 months post-implantation due to fever, tachycardia, left hip drainage, and infection.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.